Manufacturer narrative:
An engineering evaluation was completed to assess for any manufacturing related processes which could be correlated to the complaint. A product risk assessment (pra) and a supplier corrective action report (scar) were created to address this issue. The root cause is related to inadequate manufacturing controls and inspection steps to ensure correct sensor cable label placement between channel 1 and channel 2. Corrective actions are being addressed through a scar and enhanced labeling mistake proofing controls.

Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Additional d2b device product codes: dqk, dqe, qaq, dxn, dsb, qms, fll. Additional g4. 510k: k213682.

Event description:
It was reported before use of this foresight oximeter cable, the connected a2 appeared as a1 on monitor, with no sensor connected to a1. Issue was unable to be resolved. There was no patient injury. The device will be available for evaluation.

Manufacturer narrative:
One foresight module was returned for evaluation. The reported issue was confirmed. There was no fault errors displayed when the device connected to a known working hem1. Channel 1 and 2 displayed 65 percent sto2 (plus or minus 5 percent) with simulators connected the internal hardware and connectivity are performing as intended. Manipulating the cables at no point influenced the readings. Although there is no physical damage to device, there is a label discrepancy identifying sensor cables channel 1 and channel 2. The flag label and sensor connector label for sensor cable 1 were placed on sensor cable 2 and vice versa. The label placement did not affect unit performance but there is potential for confusion by user regarding which values belong to which sensor. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Current preliminary cause suggest that the labeling swap issue originated from the manufacturer.